Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that after changing the setting on the contour next meter, the average of blood glucose readings was missing from the memory of the meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. During the investigation, the meter switched on as expected. The customer service mode was run and no anomalies were found. The date and time on the meter was corrected. Three control tests were run to check the functionality of the returned meter using the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. Additionally, two simulated blood tests were run to generate an average calculation. After both readings were taken, 14-day and 90-day averages were successfully calculated and displayed within the "trends" portion of the meter.